Event description:
It was reported that the patient had a difficulty getting the ipg into a full bars charge, and the ipg also needs to be charged more frequently. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was not returned as it was not released by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a difficulty getting the ipg into a full bars charge, and the ipg also needs to be charged more frequently. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was not returned as it was not released by the medical facility.